Event description:
It was reported that (1) tlc75 was used during an choledochojejunostomy procedure. It was reported by the rep that the eighth firing of tlc75 only would fire partially. A new instrument was opened and the procedure was completed without incident. There was no consequence to pt.